Event description:
A patient was admitted with multiple cardiac symptoms and a diagnosis of mitral regurgitation was made. The patient was turned down for surgical repair but, was placed on impella cp support while care plan was made. During his support the patient lower limbs became ischemic. The impella pump was inserted into one of them and that limb was treated by intervention in the form of a distal reperfusion catheter being placed.

Manufacturer narrative:
The medical center has not yet returned any impella product for analysis. The root cause of the limb ischemia is not known at this time. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The root cause of the limb ischemia was most likely patient's native condition, as the ischemia was bilateral and the patient had a history of peripheral arterial disease. The failure mode will be monitored and trended.